Manufacturer narrative:
Additional information provided. Model number: 720185-01. Lot number: 708917014. Model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient was originally implanted with a lgx inflatable penile prosthesis (ipp) seven years ago. Three weeks ago the patient presented to the physician with problems with the insufflation of the prosthesis. To the revion it is observed that it insufflates perfectly but the water is refilled to the reservoir. Possible failure in the deactivation button. Further information received states the ipp was explanted due to fluid loss. A new 21cm ipp device was implanted.

Manufacturer narrative:
Additional information provided in: describe event or problem, implant date. Additional information provided in: describe event or problem, explant date, device available for evaluation, returned to manufacturer date, initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter country, initial reporter phone, health professional, occupation, device evaluated by manufacturer, device not evaluated by manufacturer code, device codes, evaluation method codes. Model number: 720185-01, lot number: 708917014, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient was originally implanted with a lgx inflatable penile prosthesis (ipp) seven years ago. Three weeks ago the patient presented to the physician with problems with the insufflation of the prosthesis. To the revion it is observed that it insufflates perfectly but the water is refilled to the reservoir. Possible failure in the deactivation button. Further information received states the ipp was explanted due to fluid loss. A new 21cm ipp device was implanted. It was further reported that the device would inflate without any issues. However, within minutes the device would deflate and the penis was flaccid. The fluid returned to the reservoir. The inflation problems began in (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of malfunction and fluid loss were confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold. The other cylinder and pump performed within specifications. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Device information: model number: 720185-01, lot number: 708917014, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient was originally implanted with a lgx inflatable penile prosthesis (ipp) seven years ago. Three weeks ago the patient presented to the physician with problems with the insufflation of the prosthesis. To the revion it is observed that it insufflates perfectly but the water is refilled to the reservoir. Possible failure in the deactivation button. Further information received states the ipp was explanted due to fluid loss. A new 21cm ipp device was implanted. It was further reported that the device would inflate without any issues. However, within minutes the device would deflate and the penis was flaccid. The fluid returned to the reservoir. The inflation problems began in (B)(6) 2018.

Event description:
It was reported that the patient was originally implanted with a lgx inflatable penile prosthesis (ipp) seven years ago. Three weeks ago the patient presented to the physician with problems with the insufflation of the prosthesis. To the revion it is observed that it insufflates perfectly but the water is refilled to the reservoir. Possible failure in the deactivation button. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.